Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during drain 3 of 5. This occurred during peritoneal dialysis (pd) therapy, while the hp was connected. During troubleshooting, it was discovered that the hp had improperly disconnected and reconnected during the dwell cycle, prior to the alarm. The technical service representative (tsr) reviewed proper procedures with the hp. The tsr then explained the alarm to the hp and assisted then in clearing it by cycling the power on the hc machine. The hp planned to complete therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, the patient disconnecting from, and reconnecting to, the setup prior to the alarm was reported and is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.